Manufacturer narrative:
Patient date of birth and weight are unknown. The discovery of the mis-sized/mis-placed implant was around (B)(6) 2013. This report is for one (1) unknown shaft plate. (B)(4) nerve impingement. Unknown as no part or lot numbers were provided for the complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a badly broken left arm. On (B)(6) 2013, a humeral head and shaft plate with multiple compression screws were implanted. The patient was then referred to physical therapy by the surgeon. Despite attending physician therapy, the patient¿s fracture failed to progress. It was around (B)(6) 2013 when the surgeon discovered that the surgical hardware used was the wrong size and/or was placed in the wrong position. On (B)(6) 2013, a revision procedure to remove the wrong hardware was performed and the incision was closed. Soon after, the surgeon rotated the patient¿s left arm and applied traction causing a comminuted long spiral fracture to the soft humerus bone. On an unknown date, the surgeon re-opened the closed incision to attempt to repair the fracture. During this procedure, smaller hardware was also implanted. It was reported that the patient's left arm will not fully recover. This report is for one (1) unknown shaft plate. This report is 2 of 3 for (B)(4).